Event description:
Additional information notes the lead was capped and replaced on (B)(6) 2012.

Event description:
It was reported that the right ventricular lead exhibited numerous noise reversion episodes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.